Manufacturer narrative:
As reported, the filter tail of a 6f optease¿ vena cava filter was considered adherent to the vessel wall during a planned retrieval, and repeated attempts using a loop technique, balloon technique, and snare retrieval were unsuccessful. Retrieval was abandoned after discussion with the patient and family. There was no reported patient injury. The case was reported by the hospital to the china nmpa as an adverse event. The device was not returned for evaluation. A product history record (phr) review of lot 18457400 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The root cause of the reported ¿filter ¿ retrieval difficulty ¿ unable to retrieve from vessel wall¿ cannot be determined because the device was not returned and images were not provided for review. Therefore, procedural and use related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿the optease® retrievable filter has not been studied for long-term implantation and must be retrieved within 12 days after placement.¿ the IFU also includes a table identifying the recommended devices and compatible components required for retrieval of the optease® retrievable filter, including specific catheter, guidewire, sheath introducer, and snare configurations. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the filter tail of a 6f optease vena cava filter was considered adherent to the vessel wall during a planned retrieval, and repeated attempts using a loop technique, balloon technique, and snare retrieval were unsuccessful. Retrieval was abandoned after discussion with the patient and family. There was no reported patient injury. The case was reported by the hospital to the china nmpa as an adverse event. The device will not be returned for evaluation.